Manufacturer narrative:
Additional information: b2, b5, b6, b7, d10 and e1. B5: upon follow up, it was reported that the patient was treated with vancomycin injection (1gm, every 96 hours, intraperitoneal, discontinued after 6 days) and ceftazidime injection (1gm, once daily, intraperitoneal, discontinued after 6 days) for suspected peritonitis. At the time of this report, the patient recovered from abdominal pain and cloudy effluent. Same pd is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent and abdominal pain. The cause of the events was not reported. It was not reported if the patient was hospitalized or treated for the events. At the time of this report, the patient outcome and action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.